Event description:
On (B)(6) 2012, the patient left a messaging claiming he was hospitalized the day before with high blood glucose. In addition, the animas pump 'stopped working intermittently.' Animas made several attempts to contact the patient back to obtain more information but was not successful. This complaint is being reported due to a potential intermittent power issue and because the patient was hospitalized for high blood glucose reading. It is not clear if diabetes management, product malfunction, use error, or intentional misuse attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.